Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/2/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one opened box with four packets that pertains to product code sxpp1a400 was returned for analysis. Upon initial inspection, of the samples, no external damages were observed on the packet. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment, and the pull force results were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: component code: g07002 - device not returned. Additional information provided: over the past two weeks the suture has failed. We had to open multiple for each case. A new box of suture of a different lot has been opened and they have the crimped ends and have not detached from the needle. Four sterile samples will be returned. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). The only other answers I can give is it happened during 2 cases on the same day and the suture was pulled from the shelf and information was then sent to my vendor, m. There was no negative impact to the surgery or the patient. We opened another box which had a different lot number and finished the cases. A return box was sent to me and I sent in the remaining suture to your company. A replacement box of suture was delivered on (B)(6) 2023 as well. The single complaint was reported with multiple events. There are no additional details regarding the additional events. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total knee replacement procedure on an unknown date in (B)(6) 2023 and barbed suture was uesd. It is a single barbed suture attached to a large needle. After 2 throws of a stitch, the suture becomes unattached from the needle. Also, the end of the suture it is supposed to be flattened, as if someone crimped it and none of the sutures open from this box are crimped at the end. There were no adverse consequences reported.